Manufacturer narrative:
Appropriate term/code not available - unspecified/unknown issue.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to an unspecified issue. Further information is not available at this time.

Event description:
New information received notes that the issue was discovered during follow-up in clinic when abnormal egm and inadequate measurements were noted on the rv lead. Rv lead was found to be dislodged. Patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.